Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 45-year-old female patient who had essure (ess205) (batch no. 12266501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colectomy, colostomy, proctectomy, cholecystectomy and grand multiparity. Concurrent conditions included crohn's disease, ventral hernia, arthralgia, irritable bowel syndrome and inflammatory arthritis. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and sulfasalazine. On (B)(6)2005, the patient had essure (ess205) inserted. In (B)(6)2015, the patient experienced joint swelling ("knee and ankle swelling"). In (B)(6)2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), blister ("blisters"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). In 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced anxiety ("anxious") and depression ("depressed"). The patient was treated with prednisone and surgery (on (B)(6)2019 removal of essure). Essure (ess205) was removed on (B)(6)2018. At the time of the report, the pelvic pain, joint swelling and headache had not resolved and the anxiety, depression, hormone level abnormal, vaginal haemorrhage, menorrhagia, blister, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, blister, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, joint swelling, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion date discrepancy noted (B)(6)2005). Current weight 204 lbs discrepancy of date(s) of removal: not removed (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - in (B)(6)2005: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative.. X-ray - on (B)(6)2015: large right suprapatellar joint effusion with no underlying acute osseous abnormality.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: joint swelling. Most recent follow-up information incorporated above includes: on 3-jan-2020: mr received. Lot number added. No new clinical information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a 45-year-old female patient who had essure (ess205) (batch no. 12266501) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colectomy, colostomy, proctectomy, cholecystectomy and grand multiparity. Concurrent conditions included crohn's disease, ventral hernia, arthralgia, irritable bowel syndrome, inflammatory arthritis, pain, shoulder pain, lower abdominal pain, dysuria, hematuria and hemorrhagic cystitis. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and sulfasalazine. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced joint swelling ("knee and ankle swelling"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), blister ("blisters"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). In 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced anxiety ("anxious") and depression ("depressed"). The patient was treated with prednisone and surgery (on (B)(6) 2019 removal of essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, joint swelling and headache had not resolved and the anxiety, depression, hormone level abnormal, vaginal haemorrhage, menorrhagia, blister, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, blister, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, joint swelling, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion date discrepancy noted ((B)(6) 2005). Current weight 204 lbs. Discrepancy of date(s) of removal: not removed (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative. X-ray - on (B)(6) 2015: large right suprapatellar joint effusion with no underlying acute osseous abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: joint swelling. Lot number: 12266501 manufacturing date: 2004/07 expiration date:2005/12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of product technical complaint. On 30-jan-2020: medical records received. Concurrent condition added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain') in a (B)(6) female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colectomy, colostomy, proctectomy, cholecystectomy and grand multiparity. Concurrent conditions included crohn's disease, ventral hernia, arthralgia, irritable bowel syndrome and inflammatory arthritis. Concomitant products included ibuprofen, medroxyprogesterone acetate (depo provera) and sulfasalazine. On (B)(6) 2005, the patient had essure (ess205) inserted. In (B)(6) 2015, the patient experienced joint swelling ("knee and ankle swelling"). In (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headaches"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), blister ("blisters"), migraine ("migraines"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue") and was found to have hormone level abnormal ("hormonal changes"). In 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced anxiety ("anxious") and depression ("depressed"). The patient was treated with prednisone and surgery (on (B)(6) 2019 removal of essure). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, joint swelling and headache had not resolved and the anxiety, depression, hormone level abnormal, vaginal haemorrhage, menorrhagia, blister, migraine, dysmenorrhoea, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered anxiety, blister, depression, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, joint swelling, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure (ess205). The reporter commented: insertion date discrepancy noted (B)(6) 2005). Current weight (B)(6). Discrepancy of date(s) of removal: not removed (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Hysterosalpingogram - in (B)(6) 2005: total bilateral occlusion. Pregnancy test urine - on an unknown date: negative.. X-ray - on (B)(6) 2015: large right suprapatellar joint effusion with no underlying acute osseous abnormality. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: joint swelling. Most recent follow-up information incorporated above includes: on 13-nov-2019: plaintiff fact sheet was received. Essure removal date were added. Events onset date were updated. Device category changed from device other event to incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.